Manufacturer narrative:
Additional data: the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -2.0/+2.0/068 diopter in the patient's left eye (os). On (B)(6) 2015, the lens was exchanged due to refractive surprise, which resolved the problem. The patient's post-op best corrected visual acuity was 20/25. Device evaluation: product evaluation found that the lens was returned in the lens case/vial. Visual inspection found the lens to have no visible damage. Dimensional and functional inspection found the lens is in specifications. Correctional data: the correct serial # (B)(4). The correct report source is 'distributor' and not user facility. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluated by manufacturer? No - (other): lens not returned. (B)(4). Method: work order search results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. Claim # (B)(4). Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens in the patient's eye. The lens was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.